Event description:
A registered nurse reported that the light pipes and vitrectomy probes were getting stuck in the valved cannulas during procedures. They had to switch out the packs to complete the cases. There was no harm to the pts.

Manufacturer narrative:
Samples have been received and eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).